Event description:
It was reported that this implantable pacemaker device was suspected to be exhibiting premature battery depletion (pbd). Boston scientific technical services (ts) discussed that there is a high rate of atrial sensing, and it has not even been a week for the device to get used to new power consumptions. The pacemaker device remains in service. No adverse patient effects were reported. Additional information indicates that the implantable pacemaker device does not indicate premature battery depletion (pbd). The pacemaker device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this implantable pacemaker device was suspected to be exhibiting premature battery depletion (pbd). Boston scientific technical services (ts) discussed that there is a high rate of atrial sensing, and it has not even been a week for the device to get used to new power consumptions. The pacemaker device remains in service. No adverse patient effects were reported.